Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and confirmed that the image was distorted. The technician replaced the scaler card, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported distortion on the image of the monitor connected to the hexavue custom room rack. No report of injury.